Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and morphine at unknown concentrations and doses via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient¿s pump was not working. It was indicated that the doctor ordered an MRI (magnetic resonance imaging) to see if the patient¿s body ¿created a blockage.¿ it was related that the patient started to have a lot of pain in (B)(6) 2017 but had no falls or traumas. It was also noted that the patient had a small metal plate put in their back from a previous fusion surgery. No further complications were reported.